Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te messages) was isolated to the electrode belt's j702, fgel, and fgnd in the distribution node pca being physically damaged. The belt did not pass falloff testing. The root cause for damaged components was physical abuse. There was no adverse event that resulted from the damaged belt.